Event description:
It was reported the customer was receiving no delivery alarms while they were asleep. The customer's blood glucose was 250 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. Further troubleshooting could not be completed as the call was disconnected. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.